Manufacturer narrative:
[(B)(4)].

Event description:
Per the surgeon, the patient experienced device extrusion and subsequently underwent surgery, under general anaesthesia, to explant the device on (B)(6) 2019. During the surgery, IV antibiotics were administered and prescribed oral antibiotics for use post surgery. The patient has not been reimplanted with a new device as of the date of this report.